Event description:
It was reported that during an pta/stenting treatment procedure of the iliac, stent migration occurred. The physician placed an express biliary stent between the aorta and the ostium. As a second stent was being advanced, the first stent was moved out of position and was deployed in the iliac, where it remains. The procedure was successfully completed with this device. No pt injuries were reported. Pt status is reported as "no harm". Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.